Manufacturer narrative:
Based on the claim against the product by the customer noting the stapler being removed while attached to tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The stapler sureform 60 instrument was analyzed and found to have 1 firing failure based on the logs. Review of the logs showed that the emergency stop button was pressed a few minutes after the firing failure. The instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue on a test sheet and staple formation was proper. No I-beam damage was observed. Failure analysis found the primary failure of a firing failure to be related to the customer reported complaint. The probable root cause of the stapler being attempted to be removed was attributed to mishandling/misuse. No product issue was identified. The reported event was not confirmed as failure analysis of stapler sureform 60 found no issue. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. Isi obtained the following additional information: the isi clinical sales representative (csr) stated he was not present for the complaint. However, he spoke with the surgeon after learning about the instance. The surgeon confirmed that his bedside assistant accidently removed the sureform 60 stapler during an instrument exchange. To his understanding his bedside assistant removed the stapler, which was not the instrument doctor requested to remove. No further information was available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the sureform 60 stapler instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the user attempted to remove the stapler instrument while it was attached to tissue. Medical intervention may be required in the event that the instrument is clamp to the tissue and attempted to be removed by the user. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the sureform 60 stapler instrument was attempted to be removed while it was still attached to the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.